Manufacturer narrative:
Summary of evaluation: evaluation cannot be performed. Device not returned to howmedica rutherford.

Event description:
The hip was revised due to loosening of the acetabular component and polyethylene wear